Event description:
It was reported the coil could not be detached during procedure. Upon removal, the coil detached and was implanted in the mca. It was reported the patient has hemiplegia and aphasia. On follow-up, the patient was recovered.

Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient.